Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, an image and photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eight months and fourteen days post a port placement, port allegedly had a leak. It was further reported that the catheter allegedly had tear near the clavicle or near the insertion point of the internal jugular vein. Reportedly, pigmentation was allegedly observed, and the port system was removed. There was no reported patient injury.

Event description:
It was reported that approximately eight months and fourteen days post a port placement, the port allegedly leaked. It was further reported that the catheter allegedly had tear near the clavicle or near the insertion point of the internal jugular vein. Reportedly, pigmentation was allegedly observed and then improved, and the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter along with two electronic photos and one x ray report were received for the evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A partial circumferential break was noted approximately 3.0cm from the distal end of the cath-lock. The edges of the break were noted to be jagged, and the surface was noted to be round and smooth on both regions. Upon the infusion a leak from the break was noted. Aspiration was attempted and was unsuccessful. A split was noted on the catheter in photo review. The x ray report images demonstrated port located on the chest wall with a normal course of the catheter into the jugular vein and central venous system and not appear to show any discontinuity of the catheter. Therefore, the investigation is confirmed for the reported fracture and fluid leak. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3 . H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.